Event description:
Patient reported right side "badly ruptured," "having pain and discomfort," "difficulty performing any type of exercise and pain especially when lifting my arms up and even more so when raising my arms above my head," "incredible itching to the point of not being able to wear a bra or any fitted clothing," and "laying down to rest on either side is no longer comfortable." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.